Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6) 2017. According to the complainant, the guide catheter stretched causing difficulty in releasing the stent and leading to the distal end of the guide catheter breaking off from the device. The stent and broken guide catheter were removed using forceps. Another flexima rx biliary stent was successfully implanted in the left hepatic bile duct. The complaint device was repositioned and implanted in the right hepatic bile duct using the remainder of the second delivery catheter and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter was bent t at distal end and was kinked at guidewire port and the pullwire was also kinked in the same location. The guide catheter was detached, proximal section was also stretched and kinked in several locations. Based on the product analysis, most likely some anatomical or procedural factors were encountered during the procedure could have affected the device performance and its integrity. It is most likely that during the procedure the device could have been manipulated, since the failures found are issues that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6) 2017. According to the complainant, the guide catheter stretched causing difficulty in releasing the stent and leading to the distal end of the guide catheter breaking off from the device. The stent and broken guide catheter were removed using forceps. Another flexima rx biliary stent was successfully implanted in the left hepatic bile duct. The complaint device was repositioned and implanted in the right hepatic bile duct using the remainder of the second delivery catheter and the procedure was completed. There were no patient complications reported as a result of this event.